Event description:
The caller reported that the remote control for their axonics bladder stimulator was stolen. The caller mentioned that their bladder problem was getting out of control. The caller was advised to call axonics customer support for assistance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).